Manufacturer narrative:
The bur subject to this MDR has not yet been returned for eval. The mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that the tip of the bur broke off during a total shoulder replacement procedure. It was further reported that the bur tip was removed from the surgical site. No adverse consequences were reported and the procedure was successfully completed.